Event description:
It was reported that ongoing intermittent occlusions occurred. There was no reported adverse impact to the customer's blood glucose level. Ultimately, on 2/23/2026, during trouble shooting with tandem clinical support the pump was replaced and reportedly the customer would continue to use the pump for insulin therapy.